Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus presume that while handling the subject device, the user used a high energy endo therapy accessory, such as high frequency, without keeping enough distance from the distal end of the subject device. However, olympus could not specify cause of the suggested event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited forceps elevator had a burn and the adhesive around light guide lens was peeled. There was no patient involvement.